Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
In late 2008, the pt reported that the day prior, at 5:00pm, she changed her insulin cartridge and infusion set. Her blood glucose measured 177 mg/dl and she ate and bolused 8 units of insulin. Three hours later, her blood glucose measured over 500 mg/dl and she bolused 10 units of insulin. She began vomiting and was taken to the emergency room by her husband. She was disconnected from the infusion device and treated with an insulin IV and within 3 hours her blood glucose returned to normal (100-200 mg/dl). Original date at 9:00am, the pt changed the insulin cartridge and infusion set and reconnected to the infusion device. Her blood glucose measured 97 mg/dl. She stated that her blood glucose began to elevate and she bolused 4 units of insulin. The pt was advised by hospital staff to disconnect from the infusion device, and she was treated with an insulin IV. To troubleshoot, the pt was instructed to perform a 5 unit bolus. She saw one small drop of insulin emerge from the infusion tubing and she stated that she saw air moving through the tubing. She was instructed to perform a prime until a steady flow of insulin emerged from the tubing. She stated that she fills insulin cartridges to a little over 200 units prior to insertion into the infusion device. She was advised to properly adjust the piston rod. Upon follow up the same day, the pt stated that she was not extending the piston rod properly prior to inserting the insulin cartridge, and she never saw insulin drip from the infusion tubing after priming. She stated "I realized what I did wrong and it was strictly user error." She stated that her blood glucose measured 150 mg/dl. No product was requested to be returned for evaluation.